Event description:
It was reported that the right ventricular lead has had a linear increase in impedance from 930 ohms to 2050 ohms over the last year and that the threshold has increased. It was noted that the patient is on dialysis. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.